Manufacturer narrative:
A complete lead was returned in two pieces, the connector portion measuring 9.5 cm and the distal portion measuring 44.0 cm. Analysis was completed. The cause of the reported events of low pacing lead impedance and poor sensing values was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the inactive atrial lead had an insulation fracture soon after initial implant on (B)(6) 2010. The asymptomatic patient presented for an explant procedure on (B)(6) 2021. Upon pre-operation interrogation, it was observed the atrial lead had poor sensing values and low pacing impedance <100 ohms. The lead was explanted and replaced with no issue. The patient was stable.